Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery with the tfn-advanced proximal femoral (tfna) short nail and the helical blade in question. The surgeon thought that he managed to reduce the fracture and completed the surgery successfully. But on (B)(6) 2019, the surgeon found through x-rays that the blade didn¿t pass through the nail. The blade was in front of the nail but failed to penetrate the femoral head. The surgeon commented that the devices might have loosened up during the operation. It was noted that the surgeon has seen the x-rays after the original surgery but didn¿t notice this discrepancy. There was no surgical delay. Revision surgery was performed on (B)(6) 2019. All implants were removed and were replaced by a tfna long nail. No further information is available. Concomitant devices reported: unknown locking screw (part#/ lot# / quantity: unknown) this complaint involves two (2) devices. This report is for one (1) tfna helical blade 95mm sterile. This is report 2 of 2 for (B)(4).